Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate results on the subject meter compared to a onetouch vita meter; however, no results were provided for either meter. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.